Manufacturer narrative:
Concomitant medical devices: product ID: 97792, lot# n550892, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product idl 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), (product type recharger . B)(4).

Event description:
It was reported that the patient had redness around the spinal cord stimulator (scs) site while being seen at the patient's two week post-op visit. The wound had not healed enough to remove the skin staples so the staples remained in the patient and was given another round of antibiotics. The patient would be seen on (B)(6) 2015 for a follow-up visit. It was later determined that the issue had been resolved and the patient no longer redness or issues at the pocket. The event occurred during normal use.